Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for continued insulin therapy. Additional information was not provided, and customer declined troubleshooting with tandem technical support.